Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated they had been sick with a cold and cough for almost 8 weeks. The patient stated that they were doing well at the beginning and now things were going the other direction, and the device was not helping. The patient stated the entire month of december they had been coughing and constantly urinating. It was noted that the cold was gone and now they were having issues and they did not have this going on before implant. The patient stated they had to wear a pad everyday now, and before implant it was a few times per week. The patient had not adjusted the device except for increasing stimulation, and possible programs were reviewed. The patient noted they had been taken off medicine as well since implant. It was noted that the surgery went awful. The patient reported they had urinary tract infections and 3 different yeast infections in 3 weeks and was home not working. The patient noted they were put on antibiotics for those infections. It was reported that the patient¿s programmer batteries had gone dead, however they had replaced the batteries and wondered whether that changed the implant settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient had been given a prescription by their primary care physician in (B)(6) 2012 for a uti. It was noted that the uti was caused by bacteria and was not related to their underlying urinary dysfunction, their device or therapy. It was also noted that the patient had not had a positive urine culture in the past 6 years. However, they had been given a prescription for yeast infection in (B)(6) 2017 and 2014. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.